Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. The customer provide lot numbers 25013133 or 25013177, a device history record review for material# 2426-0007 and lot# 25013133 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 2426-0007 and lot# 25013177 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite infusion pump was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that patient was hooked up to saline with primary pump infusion set. Started to give zofran through the secondary tubing port, just below the pump. Saline was currently infusing at 20 ml/hr for tko. I started to push the zofran into the line and noticed that liquid was coming out of the tubing just above the secondary port.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.